Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A review of the memory log indicated the device had a total of 8 warm resets. The device had only been implanted for approximately 34 months. There was also confirmation of multiple memory errors. The device reset was most likely due to the memory corruption caused by the device being exposed to radiation. Due to the device being in fallback mode, it is not able to record any episodes, therefore unable to determine whether or not this patient received a shock. Firmware was reloaded into the device and pacing, sensing, and shocking functions were verified.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode upon a routine interrogation. It was also reported the patient thought they had received a shock. The patient was also currently undergoing cancer treatment. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Event description:
--